Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell two weeks prior to the event and was in the hospital. The device was "bothering" her. Further details on this were not reported. The pt requested help from a company rep. Add'l info was requested.